Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent post paced t wave oversensing that led to pacing inhibition. Programming changes were made. The patient was in stable condition and will continue to be monitored.